Event description:
The manufacturer received information from a third party service center alleging "service required" codes were found in the ventilator's downloaded error log. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's power management board and internal battery were replaced to address the issues.